Event description:
It was reported that the user was unable to attach the connector and lock in the cartridge to the ilet pump, which was resolved during troubleshooting when the user was guided to use the correct side of the connector and complete the supply change; this reflects a fitting problem associated with the reservoir component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a fitting issue of the reservoir during connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.